Event description:
It was reported that this right ventricular (rv) lead presented an increase in its pacing threshold measurements and lack of capture and when examined, it was found to have caused a perforation. The patient was reported have experienced pain when receiving rv pacing. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.